Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line clamp was closed during priming. The power was cycled to clear the alarm. Proper procedures per the user manual were reviewed with the patient. The patient planned to complete therapy using new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by the patient leaving the patient line closed during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.